Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation. X-rays indicated the lead had migrated. Reprogramming was attempted; however the issue resolved only temporarily. Surgical intervention is planned as the next course of action. Note: details of the patient's implanted lead are not known at this time.

Event description:
Follow-up identified a diagnostic system check did not reveal any impedance anomalies. Subsequently, surgical intervention was undertaken on (B)(6) 2017 during which the physician electively explanted the entire system. The patient had a pain pump and was no longer using the system. The explant is also documented in reference MFR. Report: 1627487-2017-04809.